Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that 2 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), were pulled out. The first anchor was pulled out during suture passing process. The second anchor was pulled out while checking the anchor was deployed. This was detected during use in a slap repair procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon refused to try again then used three competitor's products to complete the surgery with no further issue. Ar-3610ctc and ar-3600nd-2 were used to prepare the socket. No fragments were left inside the patient. The bone density test was not performed.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows that the anchor/sutures were disengaged from the fibertak. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - g. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.